Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("painful intercourse") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("extreme mood swings") and acne ("severe acne"). The patient was treated with surgery (surgical removal of the device). Essure was removed on (B)(6) 2014. At the time of the report, the dyspareunia, genital haemorrhage, mood swings and acne outcome was unknown. The reporter considered acne, dyspareunia, genital haemorrhage and mood swings to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("painful intercourse") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("extreme mood swings") and acne ("severe acne"). The patient was treated with surgery (surgical removal of the device). Essure was removed on (B)(6) 2014. At the time of the report, the dyspareunia, genital haemorrhage, mood swings and acne outcome was unknown. The reporter considered acne, dyspareunia, genital haemorrhage and mood swings to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.